Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient received an inappropriate shock due to oversensing of noise. Device interrogation showed many aborted shocks. However, impedance, sensing and threshold values looked good. Isometrics showed no noise. During an attempt to laser extract the lead, the superior vena cava was perforated. Emergency thoracic surgery was performed to stop the bleeding.